Event description:
It was reported the patient was experiencing more freezing episodes. It had been 1-1.5 years since the patient's last reprogramming session. It was stated the patient's right-side device was not responding to the patient programmer. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a loss of therapeutic effect. The reporter was checking the implants regularly, but the patient seemed to all of a sudden not feel stimulation and lost efficacy. It turned out the implants batteries had depleted normally.

Manufacturer narrative:
Product ID 748251, lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: product typ extension product ID 7 48251, lot# serial# (B)(4), implanted: (B)(6) 2005, explanted: product typ extension product ID 7438, lot# serial# (B)(4), implanted: (B)(6) 2005, explanted: product typ programmer, patient product ID 3387-40, lot# j0555546v, serial# implanted: (B)(6) 2006, expla nted: product typ lead product ID 3387-40, lot# j0546569v, serial# implanted: (B)(6) 2005, explanted: product typ lead. (B)(4).